Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E2: health professional: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the product with the involved product code/lot number no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: during the case for bile duct stenosis, a metallic stent was placed. When the guidewire(g-260-2545a) was attempted to pass through the metallic stent, the wire became stuck and could not be removed. Then the distal end of g-260-2545a (a green tip of approximately 7-8cm) was torn off and fell off inside the bile duct upon retrieving it with snare. The torn green tip (distal floppy part) could be removed and the procedure has been completed. There was no harm to the patient reported.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Since it was unknown whether the actual device was contaminated by infectious agents, it was not possible to open its package to confirm the condition of actual device. Visual inspection of the actual device from the outside of plastic bag: the actual device was in the plastic bag. Although it was found that the distal end of actual device had been fractured, it was not possible to confirm its details. History investigation of the product with the involved product code/lot number: no anomaly was found in the history investigation results. Based on the investigation result, no anomaly was found in the history investigation results. Although the distal end of actual device was found to be fractured, since it was unknown whether the actual device was contaminated by infectious agents and detailed investigation could not be performed, it was not possible to clarify the cause of occurrence. Relevant IFU reference: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guidewire and/or endotherapy device and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as perforation, hemorrhage or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy device. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.